Event description:
The doctor reported the implant was removed due to osseointegration failure approximately 24 days after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The patient has since recovered.